Manufacturer narrative:
Event description: as reported, during a ureterolithotomy, the basket of an ngage nitinol stone extractor could not be opened or closed normally. The device did not make patient contact. A new device was used to finish the procedure. There was no reported impact to the patient as a result of this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle and the basket formation in the closed positions. The mlla [male luer lock adapter] was loose. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3.4 cm in length. A functional test determined the handle did actuate basket formation, but the basket did not open and close completely. The clear shrink tube was covering the basket wires. The support sheath was slightly bowed. There were two kinks in basket sheath, one is approximately 14 cm from the mlla, and the other is 25.5 cm from the mlla. The basket formation appeared smashed. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that would not open normally due to sheath damage. The basket sheath was kinked, and the clear shrink tube that covers the distal end of the basket sheath was damaged and was covering the basket wires. The provided information stated the issue was found before use of the device. The cause for the observed damage could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
B)(6). Occupation: agent. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureterolithotomy, the basket of an ngage nitinol stone extractor could not be opened or closed normally. The device did not make patient contact. A new device was used to finish the procedure. There was no reported impact to the patient as a result of this occurrence.